Manufacturer narrative:
A.3 revised as selection was left blank on the initial manufacturer device report number 1220648-2025-26428. D.4 revised serial number as it was previously entered incorrectly on the initial manufacturer device report number: 1220648-2025-26428. D.5 revised operator of device as it was previously entered incorrectly on the initial manufacturer device report number: 1220648-2025-26428. E.4 should have been left blank on the initial manufacturer device report number: 1220648-2025-26428 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact facility name address and phone number as they were previously entered incorrectly on the initial manufacturer device report number: 1220648-2025-26428. Revised manufacturing site name and address as they were previously entered incorrectly on the initial manufacturer device report number: 1220648-2025-26428. H.6 codes were added as they were inadvertently omitted from the initial manufacturer device report number: 1220648-2025-26428.

Manufacturer narrative:
The investigation for the console (aic) damage has been completed. Console logs did not contain any data relevant to the complaint. Console was returned for evaluation. The reported damage was confirmed. Cracks were observed on the front housing near the glass keyboard as well as on the rear housing. Persistent rebooting of the rlm was also observed while testing the console but was unrelated to the reported cracked console issue. The console functioned normally after testing with a pump and purge cassette. The damage on this console was likely use related. The unrelated rlm reboot issue was isolated to the som card and resolved after troubleshooting using another som card.

Event description:
The user facility reported a console (aic) was observed to have console damage. The crack occurred at an unknown time/cause. The aic will be replaced and not used for a patient.